Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." As of july 16, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the site observed liens in the right eye image of the high stereo resolution viewer. With the assistance of an isi technical support engineer the surgical staff reseated the vision cable on both ends and moved the camera cable, however, the vision issue was not resolved. The pt was under anesthesia for approximately 45 minutes when the surgical staff made the decision to convert to open surgical techniques to complete the planned procedure. No pt harm or adverse outcome was reported.